Manufacturer narrative:
Model number/ catalog number: sc-2158-50, serial number: (B)(4), batch/ lot number: 20455086, model/ catalog description: linear lead kit 50 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a lead revision procedure and was reportedly doing well postoperatively.